Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had air/water leakages. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the light guide lens was found. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a dented forceps channel port, a corroded sheet holder unit due to a water leakage, lost water tightness due to a cut on the bending section cover, a discolored distal end and adhesive around the objective lens, a deformed connecting tube, a chipped light guide lens, residual liquid in the distal end, foreign material on the adhesive around the light guide lens, a peeled coating on the universal cord, lost water tightness of the forceps elevator, and parts that needed to be replaced. Additionally, the following components were found scratched: grip, switch box, scope connector cover unit, suction connector, image guide protector and objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer confirmed that the event occurred during reprocessing therefore, no patient and/or procedure are impacted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the foreign material was not on external surfaces of the device, the material could not be removed by reprocessing. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invading light guide (lg) lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.